Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet sustained a cracked screen after being dropped, after which the user experienced unreliable meal announcements and difficulty checking blood glucose, and subsequently transitioned to multiple daily injections while awaiting a replacement. Symptoms included uncontrolled or unstable glucose readings. Outcomes included temporary interruption of device use and use of alternative therapy with continued cgm use via compatible applications. Investigation included review of device history and instructions to shut down the device, data syncing guidance, and planning for device return. Investigation of this device revealed physical damage to the display component affecting user interface functionality, consistent with a screen break and associated alert behavior. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to manufacturing or design.